Event description:
The patient had pump off alarms. It was unclear how long the patient was in the room before the pump stopped. It appeared that the pump stopped when the patient entered the room. The patient was stable and had no clinical consequences following the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a temporary interruption in pump support which appeared consistent with the report that the patient had mistakenly entered a magnetic resonance imaging (MRI) room. A specific cause for the patient entering the MRI room could not be conclusively determined. Review of the submitted log files confirmed low flow, low speed advisory, left ventricular assist device (lvad) internal fault, and lvad off alarms. Lvad flags were captured that were indicative of rotor instability and loss of magnetic levitation. The events captured in the log files were consistent with the patient entering an MRI room which interfered with pump operation. The captured events resolved without issue approximately 4 minutes after onset. There were no other notable findings. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 5 ¿surgical procedures¿ warns ¿do not subject patients implanted with the heartmate 3 left ventricular assist system to magnetic resonance imaging (MRI) as the device contains ferromagnetic components. MRI can cause pump failure or patient injury. Section 6 ¿patient care and management¿ warns to keep patients away from the rf-shielded room of MRI suites. Use of diagnostic MRI is not safe in any patient with an implanted heartmate 3 left ventricular assist device. The presence of ferromagnetic parts within the pump makes exposure to strong electromagnetic fields a risk factor for acute pump failure. Therapeutic radiation, such as tissue heating therapy using radio frequency (rf) energy sources, may damage the device, and damage may not be immediately detectable. Section 6 also instructs that use of MRI is contraindicated under the subsection titled ¿important clinical considerations for heartmate 3 patients.¿ section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is currently available. Section 1 ¿introduction¿ warns to never have an MRI (magnetic resonance imaging) while you have the heartmate 3 left ventricular assist system, as the device contains ferromagnetic components. MRI may cause pump failure or injury. Therapeutic radiation, such as tissue heating therapy that uses radio frequency (rf) energy sources, may damage the device, and damage may not be immediately detectable. Never have therapeutic radiation while you have the pump. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was entered into a magnetic resonance imaging (MRI) room by mistake. The pump stopped during the event for approximately 5-10 minutes accompanied by low flow alarm. The patient got dizzy. They were removed from the room and the pump re-started. The patient seems to have recovered clinically but was still under observation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.